Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2015; 3889-33 urinary lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an alert tone. In addition, the patient mentioned that their device had become "lodged" in their throat. The patient believes one piece is dislodged in her throat and on the side of her neck. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.